Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 double head pump was unresponsive during preventative maintenance which was being performed by the facility's biomedical technician. A sorin service representative could not reproduce the problem. The firmware was updated and the nvmen was run which solved the problem. The pump worked properly. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group received a report that the touch screen of the s5 double head pump was unresponsive during preventative maintenance which was being performed by the facility's technician. There was no patient involvement.